Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken.

Manufacturer narrative:
Additional information was received such as d7. Date of explant corrected information a4 - patient weight.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein ipg was explanted and replaced. Reportedly, the issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.